Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus malaysia (oml). Oml checked the subject device and found that the reported phenomenon was duplicated due to failure of the main board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It has been more than 14 years since the subject device was manufactured. We surmised that the electrical components on the main board were worn out and malfunctioned, and that was why the turret unit could not function normally. Moreover, we surmised that the led on the front panel blinked for notifying the abnormality that occurred in the device. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that during the annual maintenance, it was found that the front panel kept blinking once it switched on. The examination lamp was able to be turned on. There was no report of patient injury associated with the event.